Event description:
It was reported that during the implantable cardiac defibrillator implant, the right ventricular lead caused tamponade due to lead perforation. Pericardiocentesis was performed and the patient stabilized. The same lead was successfully implanted. The patient was in stable condition post procedure.